Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter had a battery indicator issue. The medical affairs specialist (mas) spoke to the patient on may 27, 2008, and obtained/verified information. The patient tests her blood glucose typically 3 times a day. She takes 30 units of 70/30 insulin in the morning and evening time. The patient stated that she skips her dosages of insulin if her blood glucose readings are fairly low. The patient indicated that the alleged meter issue started a "couple of days" before she contacted lfs on original date. The patient did not take any actions related to diabetes treatment as a result of the reported issue. The patient mentioned that she was able to borrow a meter from someone but admitted that she did not use the meter every day. On an unknown date after the issue began, the patient reportedly developed "low blood glucose symptoms". She reportedly felt nervous and shaky around 4:00 am. The patient did not believe that she tested her blood glucose the night before the event but remembered taking her insulin as prescribed. She did not even know if she had the borrowed meter to test with that night. When the symptoms started, the patient tested on the borrowed meter and got "45 mg/dl". The patient could not recall getting a result of "245 mg/dl" as documented by the one touch customer advocate (otca). She treated herself by drinking orange juice which helped to relieve her symptoms. The patient denied receiving medical intervention from a health care provider. The patient admitted that she had not replaced the meter's battery according to the owner's manual. When the mas spoke to the patient on may 27, 2008, she explained that she had replaced the meter's battery and the meter was now working. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.